Manufacturer narrative:
A bci field service engineer (fse) replaced the cracked feed-thru fitting for waste and diluent. Fse cleaned and disinfected the area where the leak occurred. The fse verified the repair and validated the system. Root cause was a cracked waste fitting.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to small leak / drip from a waste fitting behind the right side door that exits out the back of the coulter ac t 5diff cp. On (B)(6) 2010, the customer submitted two patient's results. No exposure to mucus membranes or open wounds and the operator did not seek medical attention for this event. No death, injury or change to patient treatment is associated with this event.